Event description:
A customer contacted baxter's technical service center to report that the homechoice (hc) machine gave him two very strong shocks at night during therapy. The home pt (hp) said that he received two "jolts" that bounced him up from the bed as "if someone put those paddles on your heart." The hp said that the hc shocked him; and said that the shock must have traveled through the solution and into his peritoneal cavity. The technical service rep (tsr) explained that the solution is in encased in tubing and cassette and that no solution is running through the hc machine. The hp is afraid to use this hc machine again. The hp's caregiver said that the hp also uses a breathing machine at night. The hp indicated that they would perform manual exchanges and was advised to let the registered nurse (rn) know about the problem. The tsr will initiate a swap. The tsr discussed the hp's use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrives. The rn was to program the replacement machine. No pt injury or medical intervention was indicated at the time of the reported incident. Corporate product surveillance (cps) spoke to the home pt's (hp) nurse in 2009. The nurse was aware of this incident and stated seeing the pt. The nurse stated that the pt's vital signs were fine and there was no injury or medical intervention. The nurse did not have any additional info regarding the incident. Cps contacted the home pt (hp). Per the hp, there was no injury or medical intervention. The hp was not sure what caused the electrical shock. The hp received a new hc machine and was able to continue with therapy. The hp stated feeling the shock in their stomach while he was laying down on his bed. The feeling was a jolt in their entire body and he was not touching any part of the hc machine. The hp was not wearing ay footwear and was not touching any other device with an electrical voltage (although another device with plastic tubing for breathing was being used at the time). The hp was not medically treated for the shock and did not have signs of burn marks or other form of injury. The hp did not notice any leaks from the solution bags or moisture located anywhere near the device. The hp did not notice any defects in the power cord and could not remember what part of therapy he was performing. The hp stated cleaning the hc machine with a dry cloth. The hp stated there had not been a spill of any type on the hc machine and the hc machine was plugged into a grounded outlet without use of a cheater adapter. There was no pt injury or medical intervention. Medical device safety (mds) spoke with the pt's wife who confirmed that there was no moisture, leaks, or spills anywhere around the cassette or homechoice during this incident. The pt's wife also indicated that the bed the pt was lying on is wooden and that the breathing machine being used at the time is a c-pap remstar plus. The wife further confirmed that there was no injury and that the pt is doing well and has been able to continue with peritoneal dialysis therapy. Eval summary : the homechoice device was evaluated by the product analysis laboratory (pal) for the reported difficulty of an alleged shock. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of a shock. The device will be routed to the service area.

Manufacturer narrative:
Eval summary : the homechoice device was evaluated by the product analysis laboratory (pal) for the reported difficulty of an alleged shock. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of a shock. The device will be routed to the service area.